Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not retrieved for investigation, but the data logs were submitted and analyzed. The analysis indicated a motor current spike followed by an increase in purge pressure lasting over 5 minutes, which triggered high purge pressure alarms and purge system blocked alarms. The pump flow was reduced, and according to clinical information tissue plasminogen activator (tpa) was added to the purge, which resolved the high purge pressure alarms. These findings suggest symptoms consistent with biomaterial buildup. Therefore, the root cause of the high purge pressure issue was most likely due to biomaterial. Instructions for use as follows: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25573 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 revised to reflet the instructions for use that was inadvertently not included on the initial manufacturer device report number 1220648-2025-25573.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and during support, there were high purge pressures. Tissue plasma activator was added to the purge and support continued. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A placement signal not reliable alarm occurred nine hours into the case. The signal-to-noise ratio (snr) goes to 0, lamp steps up, contrast decreases, gain increases, and light remains stable. These 5s parameters are consistent with a sensor break. The product was not returned. The root cause of the optical signal issue is due to a damaged sensor. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated.

Event description:
The investigation uncovered a placement signal not reliable alarm during data log review.